Event description:
The device was returned due to an issue with the downstream occlusion (dso) seal. The results of the investigation found that half of the dso seal was off. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the downstream occlusion (dso) seal was half off. The dso seal was replaced to fix the issue.